Manufacturer narrative:
This was reported by the patient. The surgeon is: dr. (B)(6). Other: health (B)(6) incident report reference no. ; submitted to health (B)(6) by the patient. Impact code f12 captures the reportable event of the patient have to consult another physician in 2012. The device was implanted and is not expected to be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an obtryx curved system was implanted into the patient during a procedure performed on (B)(6) 2008. On (B)(6) 2008, the patient experienced incontinence, and pain during sexual relations with her husband. Subsequently, the patient went to see a physician for a consultation about the pain felt by the patient and her husband during sexual relations. The physician thought that the problem was with the husband and not with the mesh, however, the patient's husband insisted that there was a problem with the mesh. Reportedly, the patient consulted another physician in 2012, and it was found that the mesh was the problem.